Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient. The result from the first sample from the patient was 2700 miu/ml. This result was released to the patient and the doctor confirmed pregnancy. Ten days later a second sample from the patient was tested and the result was 0.1 miu/ml. The result was released to the doctor. A third sample from the patient was tested in another laboratory and the results confirmed continuation of the pregnancy. No specific result was provided. The second sample was repeated on (B)(6) 2017 and the result was 10000 miu/ml. There was no allegation of an adverse event. The reagent lot number was 259199 with expiration date 30-nov-2018. The field service representative found the barcodes for the samples were manually entered into the system, so it was possible that the customer mixed the samples or a wrong barcode label was entered. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected.